Event description:
New information received notes the programming changes was performed and the patient was in stable condition.

Event description:
The pacemaker was found in backup mode. No intervention was performed. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.